Event description:
Related manufacturer reference number: 2017865-2022-17103. It was reported that the patient presented remotely via merlin.net. Transmission showed that right ventricular lead exhibited high pacing impedance and unspecified capture threshold. During lead revision, it was noted that the pacemaker failed to communicate with the radio frequency antenna and inductive telemetry was slow due to excessive telemetry. The lead was capped and replaced on (B)(6) 2022. The pacemaker was reprogrammed. There were no patient consequences.